Event description:
It was reported by service report that the scale was inaccurate due to an unstable icon. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.